Event description:
It was reported the pt experienced erosion of the right side connector, and the wire was exposed. The pt was taken to surgery and the electrode was removed. The pt received antibiotics and was discharged to home several days later. Add'l info noted the wound had healed well as of 2008. The pt subsequently died of other complications on the following month.